Event description:
A (B)(6) male pt contacted zoll customer support to report that "he had thermo electric shock [therapy], and now is getting alarms" to check his therapy electrode pads. The pt reported that the therapy electrodes and ecgs seem to be making good contact. The pt was issued a replacement monitor and replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of monitor (B)(4) has been completed. The reported problem (check therapy pad messages) has been investigated. Upon eval a resistor (B)(4) on the computer analog board that controls the driven ground resistance was open, contributing to the check therapy pad messages. The root cause for the open resistor cannot be positively determined but may have resulted from the pt receiving shock therapy while wearing the lifevest. No adverse event resulted from the open resistor. The pt received a replacement monitor. No problems were discovered with the pt's electrode belt.